Manufacturer narrative:
The patient has not decided to proceed with the revision. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pocket pain and that the ipg could be seen through the skin. The physician offered to revise the pocket site.

Event description:
A report was received that the patient was experiencing pocket pain and that the ipg could be seen through the skin. The physician offered to revise the pocket site.